Manufacturer narrative:
Additional information was received on (B)(6) 2024, stating that the customer was given an IV and injected with glucose by the firefighters. Reportedly, the customer refused to be transported to the hospital and signed a discharge of care.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 37-39 mg/dl. Cause was not known. Additionally, the customer received a malfunction alarm that was cleared after a pump reset. Reportedly, the customer called the fire brigade for assistance with the low bg. No additional information was provided on the type of treatment received or patient's condition.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.